Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced muscle stimulation near the pocket. This was caused by the atrial and ventricular leads dislodgement due to twiddlers syndrome. The leads were explanted and replaced. The patient condition is stable.